Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm), the getinge field service engineer (fse) damaged the blood back tubing of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The fse replaced the blood back tubing. The fse completed the pm with full calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.